Manufacturer narrative:
The lens was returned loose in a biohazard bag with a cotton swab. Solution was dried on the lens. The optic has multiple scratches on the anterior and posterior sides of the lens. The optic has deep scrape marks near the optic edge and the central optic zone on the anterior side of the optic. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal lens with 21.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal (20.5 diopter) lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol) patient experienced asthenopia/eye strain. The lens was explanted during a secondary procedure. Additional information was received the patient was not hospitalized for the event. There was no patient harm.